Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number: 14151089/14151089. Model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also stated that the patient was frequently charging the ipg. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction suspected.